Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient was admitted on (B)(6) 2017 for anemia-acute blood loss. On admission, labs reflected hemoglobin (hgb) of 6.6 g/dl (13.0-17.5); hemocrit (hct) at 20.9% (38.9-50.3); pt 13.2 (9.2-14.0); inr 1.15 (0.81-1.22); partial thromboplastin time (ptt) was 31.6 (25.0-37.0). Home anticoagulation medications were aspirin 81 mg po qd and no coumadin. The patient was transfused with 2 units of packed red blood cells. The following day, a gastroenterologist was consulted. A small bowel enteroscopy on (B)(6) 2017 revealed multiple telangiectasia, including one large angioectasias with bleeding, in the cardia, and was treated with argon plasma coagulation (apc). The patient remained stable and was discharged home on (B)(6) 2017. Hgb 8.5 g/dl; hct 26.6%; pt 15.8; inr 1.38; ptt 90.3. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.